Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and explant date information. Event date is approximated. The investigation results will be provided in the final report.

Event description:
Device 2 of 2: related manufacturer reference number: 1627487-2019-07335. It was reported the patient thought the scs system was increasing the symptoms of her restless leg syndrome. To address the issue, the physician explanted the system (exact date unknown).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2019-07335.